Event description:
A report was received stating that the device was in use for an unk amount of hours when the tracheostomy tube was observed to be cracked and its internal wiring exposed. A replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.